Event description:
Following implant, the pt's pump was bulging and sticking into her ribs. She was experiencing nerve pain and numbness and had never had pain relief. The pt discussed this with her physician; then made an appointment with a new physician. In (B)(6), the pt was still having concerns regarding her device/therapy, but was working with her physician. In (B)(6), the pt's physician reported that the pt was in discussions with regards to possibly changing the location of the pump from her anterior abdomen to her back. In (B)(6), it was reported that neither physician informed the pt about the mesh pouch that was used at implant. The pt became allergic to "just about all meds". The pt had an infection; "she had an inflammatory response in her abdomen" and "a copious amount of fluid" came from her abdomen at explant; she had a "very distended belly"; she "looked pregnant". The pump was removed. It was noted that the fluid pulled from the abdomen was never tested. The pt felt that she had an autoimmune response due to her ra and lupus; the pt also had other health issues. The pt had "fevers, headaches, gastrointestinal issues, abdominal pain and cramping, dizziness, etc.; now I am faced with this: peritonitis". The pt stated "blood septic". Pt was planning to go to the ER on (B)(6) 2011. The device system had been used to deliver morphine.

Event description:
Additional information: it was reported that patient experienced kidney damage and sepsis. Patient had suffered from symptoms of "limitless fevers, nausea, burning bile, uncontrollable diarrhea, bedridden, declining health". It was stated that the "pump failed"; area around the pump was inflamed approx. Ten days after the implant. Patient had visited the ER twice, visited several specialists and had several lab tests. Patient desired to have her pump explanted; as reportedly previously the pump was removed. Patient was prescribed an oral opioid medication. Patient had gained 30lbs over a month; it was indicated that medicinal dose alterations or new medicines were tried before pump removal. Following which patient was in the ER because of uncontrolled diarrhea and experienced emotions of depression, despair and a lost sense of self. At the time of this report the patient was to visit the ER and had fears of dialysis, transplant, and pituitary adenoma.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the previously reported event took place, the patient started therapy with morphine, then tried clonidine which the patient reported having an allergic reaction to. The patient then stated that the health care provider (hcp) tried several different combinations but ¿since the battery wasn¿t working¿I wasn¿t getting therapy¿had to rely on pills again¿.and was still in a lot of pain¿. It appeared the patient was referring to the general battery recall information sent out regarding a pump population which included the patient¿s, thus it was not clear if there was a battery issue or if the reference was only to the recall information. The patient further indicated that the hcp kept ¿upping the dose¿. The patient had not had another pump replaced since the previously reported explant on (B)(6) 2011, but was considering ¿trying again¿ with another pump implant. The patient expressed concern stating ¿I went through 2 unnecessary surgeries because your device was faulty¿ and wanted to know if the hcp had been notified of any issues prior to surgery in (B)(6) of 2011.

Manufacturer narrative:
(B)(4).